Event description:
The initial reporter received questionable aspartate aminotransferase acc. To ifcc with pyridoxal phosphate activation results from three patient samples tested on the cobas 6000 c 501 (ul) v. The following are examples of discrepant results: patient sample 1 the initial result from the module was 13.7 u/l. The repeat result from another c 501 module was 20.6 u/l patient sample 2 the initial result from the module was 14.3 u/l. The repeat result from another c 501 module was 25.7 u/l. The reporter noted qc bias, prompting the rerun of the patient samples. The repeat results were deemed correct.

Manufacturer narrative:
The cobas 6000 c 501 (ul) v serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the data set provided by the customer: the calibration results were within the specified ranges. The qc results were within the specified ranges. There was no indication of a performance issue with the reagent. The alarm trace had system reagent warnings, a calibration error, a reagent warning, and abnormal probe sucking and sample short alarms (an indication of possible poor sample quality). The field service engineer (fse) inspected the analyzer; the cause of the event could not be determined. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.